Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged blank display, pump error 63 and unresponsive keypad on event date 30-dec-2021. Pump received with an unresponsive up, left and down buttons. Unable to perform displacement test self test or active current test, however, sleep current test passed. Test p-cap and reservoir locked properly into reservoir compartment. No blank display noted during testing. Unit successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery alarms/alerts/anomalies noted during testing. No unexpected battery alarms/alerts/anomalies on event date. Pump trace download confirmed the pump alarmed pump error 63 variable 06 on (B)(6) 2021 11:12:21.000 due to hardware fault. Pump was cut open to perform visual inspection and found moisture damage on the keypad assembly.¿ pump passed the keypad voltage test. The motor was tested outside of the device and passed. The following were noted during visual inspection: overlay missing, missing display window cover, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, missing serial number label, corroded keypad trace and label damage (faded end cap address label). Unresponsive keypad confirmed due to moisture damage on the keypad assembly. No blank display noted during testing. Pump error 63 variable 06 due to hardware defect; problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons was not responding. Customer stated insulin pump had blank display and frozen display. Customer stated insulin pump had hardware low level failure alarm. Insulin pump display returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.